Event description:
Healthcare professional reports that pt died at least one day following the pt's last dialysis treatment on an af-220 dialyzer. Pt had been in the hosp for 4 mos prior to death, during which time pt developed heart failure and experienced a perforated colon leading to peritoniits. Pt had been very ill and not doing well for a long time. Pt's death was unexpected in that pt had been showing improvement. Death was attributed to a septic event. Pt's physician does not attribute the death of this pt to the dialyzer.